Manufacturer narrative:
D4 & h4: unique identifier (UDI), medical device serial, and device manufacture date not available. Upon investigation of the actual device of this incident, it was determined that the drawer was offline. A technical support specialist (tss) remoted in and noticed that the screen was stuck. Tss restarted the application and saw an error indicating that the drawers were offline. Tss checked the network and found that only one network was connected. Tss called and informed the user about the machine issue with the drawers being offline, then guided the user to check the cable connection and whether the switch was turned on. The user mentioned that it was not turned on, so tss asked the user to turn it on. After that, tss could view two networks connected. Tss verified that the ip address and subnet mask were correct and restarted the device. The cabinet no longer showed any errors, and the user was able to log in without any issues and successfully issue an item. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using bd pyxis¿ medbank tower, drawer was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.